Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient developed granulated fluid over the implant site and was prescribed oral antibiotics on (B)(6) 2015. On (B)(6) 2015 the patient was admitted (duration not reported) and treated with another course of oral antibiotics. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015. This report is filed october 29, 2015.